Event description:
Device 1 of 7; reference MFR. Report#: 1627487-2019-05886, 1627487-2019-05887, 1627487-2019-05888, 1627487-2019-05889, 1627487-2019-05890, 1627487-2019-05891. It was reported that surgical intervention did take place on (B)(6) 2019.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Microscopic inspection for both leads revealed broken wires at the paddle weld site for several channels. It cannot be determined whether the broken wires occurred in vivo or during the explant procedure. The device information was erroneously provided. The correct serial number, lot number, expiration date, UDI, date of implant, and device manufacture date have been provided.

Event description:
Reference MFR. Report#: 1627487-2019-05886. 1627487-2019-05887. 1627487-2019-05888. 1627487-2019-05889. 1627487-2019-05890. 1627487-2019-05891.

Manufacturer narrative:
Device information, implant dates and explant dates are unknown at this time. Additional information has been requested but not yet received. Investigation results will be provided in the final report.

Event description:
Device 1 of 7. Reference MFR. Report#: 1627487-2019-05886, 1627487-2019-05887, 1627487-2019-05888, 1627487-2019-05889, 1627487-2019-05890, 1627487-2019-05891. This patient has 2 systems. It was reported x-rays revealed the patient¿s leads on the right side had migrated, and the patient¿s leads on the left side had pulled out of the ipg header. The patient reported no falls or traumatic event. To address the issue, the physician performed surgical intervention (exact date unknown) where he verified the right leads did migrate. He explanted and replaced the leads on the right side and connected them to extensions. When looking at the leads on the left side, the physician reported they seemed to have torn out of the ipg with wiring and contact material torn out of the ipg. He also explanted and replaced these leads and connected them to extensions. The ipg associated with the lead pull out was also explanted and replaced. Postoperatively, effective therapy was reported. Two extensions were explanted for unknown reason.